Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received an inappropriate shock from their implantable cardioverter defibrillator. The device discharged therapy for supra ventricular tachycardia. Some programming changes were made to address this. Further programming changes were discussed but not made as of yet. Patient was stable when seen.